Event description:
Event description guidant received information that this pacemaker, which was implanted on march 24, 2005, was unable to be interrogated by three different programmers. All three programmers displayed an error message on a black background when interrogation was attempted. A surface electrocardiogram indicated the device was pacing the ventricle at 65 pulses per minute (ppm) and that the device appropriately inhibited pacing when the heart rate exceeded 65 ppm. The decision was made to explant the device. The device was explanted, successfully replaced, and returned to guidant for analysis.